Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, a fold crease, wear abrasion, and yellow particles. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Device has been explanted.